Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin from the reservoir leaked. The blood glucose reading was 300mg/dl. The customer thought that the reservoir sprung a leak because the insulin was gone and he did not know where the insulin went. Reviewed the reservoir and infusion set and found that the customer used 40.6 units of insulin to fill the tubing the day he missed the insulin. The customer mentioned having bad eyesight and may have let it run out of tubing. No further information was provided.